Manufacturer narrative:
(B)(4). Batch # t9404r. Date of event is 2019. Event day and event month were not provided. Additional information was requested and the following was received: is the white tissue pad completely missing from the clamp arm of the device? It appears that most of not all of the pad is missing. You can see from the picture that a large amount of eschar is present making it difficult to determine what remains. Investigation summary: the analysis results found that the device was received with the tissue pad detached but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition it was returned with a portion of tissue pad in a plastic bag. The device was connected to a test handpiece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The account tissue pad issues. In addition, a photo was received for review from the account. The photo shows an image of what appears to be a harmonic device with the tissue pad detached. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the materials manager and risk manager said that the device was given to them by the or staff with a note that stated ¿safety switch fell in patient¿ upon further conversations with the or team and visual inspection of the device, the tissue pad was found to be completely burned through and had become separated from the device. The remaining tissue pad was retrieved from the patient and was returned with the device. It is unknown how the case was completed. No patient consequences were reported.